Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise with high capture threshold. The noise led to ventricular fibrillation detection and anti-tachycardia pacing. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.